Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The device was returned with the hemostatic sheath, bypass tube, tamping tube, and polyfoil pouch. Neither the anchor nor the collagen were returned for evaluation. Visual inspection revealed no anomalies noted with the arteriotomy locator or hemostatic sheath. The polyfoil pouch was returned partially opened. Only 6.956" of the polyfoil pouch had been opened from the proximal end with the arrows. The carrier tube assembly was returned in two pieces. The carrier tube assembly was severed at 5.849". Additionally, there was a kink present in the carrier tube assembly. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a slight bend in the distal left leg of the deployment sleeve. This is consistent with the deployment sleeve being forcibly removed from the hemostatic sheath hub. The tensioner was removed to determine if possible suture lockup had occurred which caused the user to make a cut at the carrier tube assembly and remove the device. Several turns of suture were present within the plastic tensioner. No gross anomalies were noted with the tensioner. A pair of tweezers was used to pull on the suture. When force was applied to the suture, the tensioner operated normally releasing the suture. No functional anomalies were found. The returned device appeared consistent with reported event. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information as there were no anomalies noted on the returned device indicating the device did not perform to functional specifications.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a cardiac catheter procedure, an attempt was made to use an angio-seal closure device in order to achieve hemostasis of the right femoral artery. The device was used in the appropriate step-by-step fashion. The device did not function as it should have. The company representative was contacted and was able to walk the staff through how to manually release the device. It is unknown whether the collagen was deployed or not. Staff held manual pressure to the groin for 20 minutes (per our manual sheath-pull protocol). There was no bleeding or hematoma noted after the procedure, and the patient went home the same day. The patient is stable. The cardiac catheterization procedure was successful. Manual compression was held to achieve hemostasis. There was no equipment or other devices used with the angio-seal device. On 7/11/2018 additional information: a 6 fr. Sheath was used. A pre-deployment angiogram was performed. The device would not pull back/unwind after footplate was deployed and set. The footplate and the collagen were left in patient.